Event description:
A follow up call was made and the customer's daughter was upset regarding her mother's hospitalization due to over infusion. The daughter stated that hat she was helping her mother changing her infusion set, but she did not change out the tubing and connected a full reservoir to it; she pressed on the plunger and accidentally delivered 100 units of insulin. She also mentioned having issues with sensor glucose readings versus blood glucose readings. The caller stated that the sensor electrode was bent when she removed it from her mom's body. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2014-81634.